Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported discrepancies in test results between echo (device manufactured by a competitor) and ih-1000 when performing validation runs. Two patient samples with a history of anti-jka were processed. The antibody was detected on the antibody screen, but not all of the homozygous jka positive cells on the panel reacted. Despite several inquiries, the customer has not provided any further information as to which product and which lot number was affected by this allegedly false negative reaction. He also did neither return the supposedly defective product nor the patient samples that had caused false negative test results for investigational testing. Because we obtained no further information from the customer, testing in quality control laboratory was not possible.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported discrepancies in test results between echo (device manufactured by a competitor) and (B)(4) when performing validation runs. Two patient samples with a history of anti-jka were processed. The antibody was detected on the antibody screen, but not all of the homozygous jka positive cells. The customer has so far not provided any further information as to which product was affected by this allegedly false negative reaction. The customer did neither return the supposedly defective product nor the patient samples that had caused false negative test results. We are still waiting for any information about the case and the supposedly affected product.